Event description:
Product: "safe connect" (needle free connector) mfg by faulding medical device co. Supplied to this home health agency pt by infusion co. This connector was used on the administration set for a cadd pump used by pt for continuous infuson of dilaudid. This connector did not have enough threads to make the connection secure and it became disconnected very easily. This home health agency refused to use these connectors and called the infusion co and informed them of this.